Event description:
It was reported that during the procedure while attempting to place a seventh stent, the doctor needed to exchange the guide wire for a longer wire. He removed the sds, advanced a balloon over the wire to exchange wires and predilated before advancing the same sds. He noticed resistance while trying to advance the balloon through the right common iliac. It was noted that the stent was partially deployed in an unintended site in the common iliac. It was further noted that the deployed stent was inside the distal portion of the sheath and that the soft tip had detached and was stuck inside the stent near the distal end of the distal portion of the sheath. The physician attempted to snare the devices but was unable to remove them. The physician then used another wire around the outside of the stent and the parts, and another stent was deplpoyed to compress the stent/parts to the vessel. It was noted that the anatomy was extemely calcified and tortuous. The physician had to post dilate the stents several times because he was getting alot of recoil due to calcified plaque in the lesions. He also stated that he was happy with the restored blood flow at the location. The pt was reported in good condition post-procedure.